Manufacturer narrative:
The insulin pump was received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No motor error alarms noted. The motor was tested outside the device and passed. The insulin pump was received with cracked case at display window corners and battery tube threads. Unit received with minor scratched display window. (B)(4).

Event description:
The mother reported via phone call that the customer was hospitalized with high blood glucose on (B)(6) 2015. The mother reported the customer's blood glucose was over 600 mg/dl at the time of admission. The mother reported the customer's blood glucose continued to rise despite treatments with boluses. It was found the customer was in the early stages of diabetic ketoacidosis when they were hospitalized. Customer was treated with fluids and insulin. It was also found the customer had a motor error alarm on the insulin pump. The mother stated they were able to complete the rewind sequence on the insulin pump. It was also found the drive support cap was normal on the insulin pump. The customer's blood glucose was 460 mg/dl at the time of the call. It was found the customer was vomiting, tired and had stomach pains. Customer was treated with the insulin pump and injections. The mother agreed to return the insulin pump for analysis.